Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring 132 ohms. Technical services (ts) reviewed the lead trend and it appears the values were within range however, there were a few occasional increases. Ts recommended to bring the patient in to reset the alert and do some lead troubleshooting and if impedances increase to consider a max energy shock. At this time, the rv lead remains in service. No adverse patient effects were reported.